Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported they were receiving an err3 message when inserting strips into their freestyle meter and a battery/booklet icons which is the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury of mistreatment.